Manufacturer narrative:
Final device analysis revealed small holes in the catheter 13.4 cm from the distal tip.

Event description:
The hcp reported a total system (pump and catheter) explant after 45 months implant duration due to the patient developing an allergy to the medication. The hcp stated the patient is allergic to the morphine contained in the patients pump (concentration/dose unk). The patient experienced "blackouts" and claimed no relief of pain. Additional information has been requested, but was not available at the time of this report.